Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced pump insulin flow blocked. No further information available.

Manufacturer narrative:
E1: (B)(6).